Manufacturer narrative:
Correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 9614641-2026-00349.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle was being used in a diagnostic transbronchial mediastinal biopsy and after the fourth puncture of the lymph nodes with the needle there was difficulty in removing the needle from its sheath. After removing the needle from the device, a 90-degree bend in the blade was observed. There was a procedural delay during sedation of less than 30 minutes and a back-up device used to complete the transbronchial mediastinal biopsy procedure with no reports of patient injury or harm.